Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board was reseated. The system was then found to be operating as intended.